Event description:
It was reported that a twinfix titanium 2.8 ultrabraid had an unknown failure. There was a delay of more than 2 hours, no patient injuries reported. It is unknown the failure of the device.

Manufacturer narrative:
Four twinfix ti 2.8 suture anchor inserters were returned for evaluation. The anchors and sutures were not returned for examination. Visual assessment of the inserters showed no abnormalities. It is difficult to perform an accurate evaluation of a failure without having the entire failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. If new information is received in the future, this complaint can be re opened. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question have not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.